Event description:
It was reported patient complaining of pain and burning at sight that began on june 10th. When flushing 10 cc, patient was in visibly in pain and site was also leaking. I made the decision to remove PICC line and replace with midline to continue long-term antibiotics. When assessing PICC line for total length removed, a slit was found at 4.5 cm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 4cm and 5cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes. Additionally, one photo was provided for investigation. However, evaluation of the photo found that it did not provide any further evidence than that found during the physical sample evaluation.

Event description:
It was reported patient complaining of pain and burning at sight that began on june 10th. When flushing 10 cc, patient was in visibly in pain and site was also leaking. I made the decision to remove PICC line and replace with midline to continue long-term antibiotics. When assessing PICC line for total length removed, a slit was found at 4.5 cm. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.